Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. A medial unicompartmental arthroplasty is present. There is abnormal position of the tibial implant with oblique orientation on the lateral view and probable posterior implant subsidence. Alignment is overall maintained. Correlation with earlier images would be of value. Bone quality is osteopenic. No other abnormalities are identified. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent left knee revision surgery due to unknown reason approximately six (6) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - oxford pks anatomic arcom meniscal brg - small left size 5, item# 159542, lot# 735940. Oxford pks twin peg femur - small, item# 161468, lot# 913310. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00232 and 3002806535-2023-00233. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.